Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information and the device. To date no response has been provided and no device received. If the device or further details are received at a later date, a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, echelon powered stapler locked and was not opening even after the troubleshooting. Device was locked with jaws closed. Manual over ride was tried. Eventually cut above it and fired a staple underneath after more mobilization. Surgery was delayed five minutes due to this reported event. Procedure was successfully completed. Patient status unknown.